Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
The femoral component uncoupled from the stem extender. Revision total knee replacement was performed. Issue was noticed by "patient complaint and x-ray."

Manufacturer narrative:
Product available to stryker. An event regarding disassociation of the femoral stem from the mrh femoral component was reported. The event was confirmed through clinician review of the medical records provided. Device evaluation and results: not performed as the device was not returned for evaluation. The medical review indicated that the femoral stem extender was cemented to the bone in the most proximal section while leaving the distal section with a kinemax femoral device without effective fixation to the bone causing an overload condition near the stem tip with local fixation failure after which an unthreading mechanism could become effective due to the asymmetric axial rotation forces around the knee during normal gait. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported event of disassociation of the femoral stem from the mrh femoral component was confirmed. Clinician review of the medical records provided indicated that the femoral stem extender was cemented to the bone in the most proximal section while leaving the distal section with a kinemax femoral device without effective fixation to the bone causing an overload condition near the stem tip with local fixation failure after which an unthreading mechanism could become effective due to the asymmetric axial rotation forces around the knee during normal gait. Evaluation of the explanted components would be required to further investigate this event to determine a definitive root cause for this event.

Event description:
The femoral component uncoupled from the stem extender. Revision total knee replacement was performed. Issue was noticed by "patient complaint and x-ray."